Manufacturer narrative:
The reported event was addressed with phone support. The site replaced the endoscope and then had no issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the endoscope involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure using an xi system, the 30-degree endoscope plus image was rotated 90 degrees. The site replaced the endoscope and was able to continue the case without any problems. They planned to clean and test the endoscope again before returning. The procedure was completed as planned with no report of patient injury.